Event description:
It was reported that this left ventricular (lv) lead had exhibited high lv outputs of 5 volts (v) and 6 v at 0.6 milliseconds, 4 and 5 years ago, suggesting a persistently high threshold. Moreover, the lead extraction was scheduled, this was likely due to a non-functional lead and ineffective pacing. As of this time, this lv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).